Manufacturer narrative:
The physical manufacturing site is unavailable.

Event description:
It was reported that patient presented for a follow-up in clinic. Upon examination, it was noted that the right atrial (ra) lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. The clinic elected to continue to monitor the patient remotely. No intervention was performed. The patient was in stable condition.